Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 14.0 mmol/l, 6.0 mmol/l, and 1.7 mmol/l on their meter. Tests were done within 20 minutes with a difference of 100.44%. Pt did not experience any adverse events.